Manufacturer narrative:
Failure analysis (fa) lab received a vela main pcba. The vela main pcba was visually inspected. The vela main pcba was installed in to a known good unit. The unit was powered in service mode and the event error log was viewed, ¿xdcr fault, could not calibrate¿ event recorded. The unit was powered up with customer settings and the problem reported could not be duplicated. A transducer calibration was performed. The unit was powered up in service mode, a xdcr calibration was performed and passed calibrations. The customers issue could not be duplicated.

Manufacturer narrative:
(B)(4). The carefusion field service representative determined that the cause of the reported event was that the device¿s main pcba was malfunctioning. The carefusion field service representative replaced the main pcba, calibrated the device, performed the battery duration test, and ran the device through the user verification tests (uvt) per the service manual to ensure the device meets factory specifications. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
A carefusion field service representative reported that while performing a preventative maintenance (pm) service on the device it started alarming "xdcr fault" and the exhaled volume (vte) readings were low. There was no patient involvement reported.